Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed burning of the device metal tip and elevator stand could not be determined, however, the issue likely occurred due to use when the tip of the instrument was not visible in the endoscope's field of view or due to high-frequency ablation being applied close to the endoscope's tip. The event can be detected/prevented by following the instructions for use sections below: 3.3 inspection of the endoscope 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the duodenovideoscope exhibited burning on the metal distal tip and on the forceps stand. There was no patient involvement, and no harm reported as a result of the event.